Manufacturer narrative:
H6: investigation summary: ten 3ml integra syringes with needles attached in fully sealed blister packs from batch 8309642 (p/n 305271) were evaluated. All ten syringes were removed from the packages and visually inspected. One of the stoppers was observed to have a significant angularity. After measuring the plunger rod was removed from the syringe and the stopper appeared to have a semi-circle indentation near the edge. The stopper angularity was measured using a comparator. The results indicate the angularity was rejectable per product specification. Potential root cause for the stopper angularity defect is associated with the assembly process. It is likely the plunger rod and barrel were not properly aligned while being assembled. No corrective actions are necessary based on the defective rate identified. Batch 8309642 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb plunger was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 305271 batch no: 8309642. It was reported that there was a damaged plunger inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb plunger was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 305271 batch no: 8309642. It was reported that there was a damaged plunger inside the syringe.